Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and non boston scientific right atrial and right ventricular leads exhibited noise and oversensing. Technical services (ts) observed two signal artifact monitor (sam) events resulting in the minute ventilation (mv) sensor being disabled. It was noted that the patient works around heavy equipment. Ts was unsure whether the noise was from mv oversensing or from a different outside source. The patient was not pacemaker dependent at the time and there were no out of range pace impedance measurements. Ts recommended programming sam back on. The device remains in service. No adverse patient effects were reported.